Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was performed. Two days following the valve implant intermittent complete atrioventricular block developed. A permanent pacemaker was implanted one day later. Hospitalization was prolonged. The physician indicated the event was causal related to the procedure and probably related to the valve. The event resolved.